Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented in hospital for normal device change out. During dft testing with new device, low hv lead impedance was observed. The patient had to be externally induced. The rv lead was capped and replaced. The patient was fine after the replacement procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.